Event description:
This spontaneous report was received on (B)(6) 2011, from a (B)(6) female consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number 4395-00-0779-0, expiration date and frequency unspecified). After an unspecified duration, she noticed that the cotton came off the tampon got stuck in body. Consumer reported no symptoms. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation and the lot number provided with the complaint is invalid. Without a valid lot number, the device history record cannot be reviewed and the retain sample cannot be verified. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.